Event description:
The reporter stated that the catheter was inserted into a pt who had severe traumatic brain injury, neck fracture and rib fractures. The monitor readings from the catheter were 10mmhg throughout the night. Using other methods, the clinician estimated that the intracranial pressure was actually about 60mmhg. The reporter stated that she did not think that the catheter was malfunctioning, but that they did not use it in the proper way. Integra has requested return of the complaint sample for investigation. The pt died; this outcome was expected and is not alleged to be related to use of the device.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.